Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a flexiva tractip single-use laser fiber was used in a procedure performed on (B)(6) 2022. During the procedure, the fiber worked fine but when the fiber was removed the physician noticed it was burning hot and the back was split. The procedure was completed with the original flexiva tractip single-use laser fiber. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4).the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2022 that a flexiva tractip single-use laser fiber was used in a procedure performed on (B)(6), 2022. During the procedure, the fiber worked fine but when the fiber was removed the physician noticed it was burning hot and the back was split. The procedure was completed with the original flexiva tractip single-use laser fiber. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of fiber break. Medical device problem code a1005 captures the reportable event of fiber connector overheats. Block h10: investigation results the returned flexiva tractip single use laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in one piece. The laser fiber body measured 323.1 cm from the distal tip to the proximal end of the sma connector. The exposed glass tip measured 3 mm and had normal degradation. A functional evaluation revealed that the light from the sma connector was bright and round, indicating that there was no fracture within the connector. Inspection of the fiber showed that the sma boot was partially detached from the connector. No other problems with the device were noted. The reported event of the flexiva tractip single use laser fiber broke and overheats were confirmed. It is likely that the fiber connector was overheating towards the end of the procedure causing the sma connector to become hot and in turn causing the partial detachment of the sma boot. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.